Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery extending to a below the knee artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced to dilate the lesion. No kink was noted prior to use and no resistance was encountered during the procedure. However, upon the first inflation, the balloon ruptured. The balloon was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's body was good.